Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 490mg/dl. It was stated that the customer experienced nausea, stomach pain, and severe chest pain. The caller mentioned that the insulin pump alarmed no delivery even after changing the infusion set several times. Troubleshooting was performed, and the time/date was correct, but the caller was unsure if basal rates were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.